Manufacturer narrative:
This device used for treatment and not diagnosis. Our investigations have shown that the thread of the extraction screw is stripped. We suppose that either the thread has not been positioned - screwed down accordingly or the thread of the nail had been damaged previously. Due to several complaints with the same problem our pdc has decided to enhance the design and CAPA 487 has been initiated. The thread is now manufactured with one instead of three groves to get better stability when engaged. The new design is now available. No product fault could be detected.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 while removing the implant, the top of the extraction screw became damaged. Reportedly there was no impact to the procedure and the operation was completed successfully. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.